Event description:
It was reported that during a cryoablation the balloon catheter and mapping catheter moved out of the sheath. The catheter was inserted into the left atrium (la) and the sheath passed alongside it. Fluoroscopy confirmed a weak heartbeat and pericardial effusion was confirmed by ultrasound intracardiac echocardiogram. The procedure was aborted. A heparin neutralization agent was immediately administered and a CT scan was conducted. According to the physician, the surrounding wall was suspected to be damaged as a result of the dislodgement of the catheter from the la. Additional information obtained reports that no cardiac tamponade occurred. No further treatment outside of the heparin neutralizer was done that day. Post procedure, the patient had no issues and was scheduled for discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that multiple injections were performed with a test catheter without any issue. The mapping catheter was not returned for investigation. A known clinical issue was encountered during the procedure (pericardial effusion). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.